Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD) system and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high pacing impedance and oversensing noise, which resulted in the patient receiving inappropriate therapy. A lead fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.